Event description:
Device was in use with home care pt. According to reporter, the pt had an abscess at the device infusion site after 3 days use. According to the reporter, the pt reported to her local clinic and the pt was prescribed a 7 day course of antibiotics. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.